Manufacturer narrative:
It was reported that the hinge lockout broke the brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the hinge lockout broke.